Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, g6, h2, h3, h4, h6 and h11. Corrected fields: g4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide bundle was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: component failure of light guide fiber. In regard to the newly identified malfunction, the cause was traced to a component failure of distal end of the video telescope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found before a therapeutic procedure.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope exhibited a dark image. There were no reports of patient harm.